Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported that customer has been having high blood glucose. No blood glucose reading. Customer stated that there was a clear circle on the insulin pump and found out that the sensor feature was on. Customer stated had lost sensor but declined to troubleshoot. Customer stated that they were able to rewind the insulin pump. No further information provided.